Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 400 mg/dl. Customer was treated with insulin pump did not work had to treat with manual injection. The customer was declined troubleshooting for high blood glucose. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.